Event description:
35 year old male was admitted with acute diabetic ketoacidosis and aspiration pneumonia which progressed to end stage adult respiratory distress syndrome. He became septic and was placed on a jet ventilator due to high airway pressures while on the conventional ventilator. On 7/23/93, the jet ventilator malfunctioned while the patient was on it. The ventilator started alarming and an "arrow" message appeared on the secreen in a foreign language. The patient desaturated and had to be manually vnetilated. Hw eas subsequently placed on a conventional ventilator without any adverse effects. The arterial blood gas results obtained on the conventional ventilator indicated that the patient was tolerating the change well, and the decision was made for the patient to remain on the conventional ventilator. Patient expired 7/25/93. According to clinical engineering, who performed an initial evaluation, the jet ventilator appeared to have experienced a program problem. It was operating in a selftest mode and would not return to the operating mode. The jet ventilator was returned to the rental compnay, for furter evaluation on 7/27/93.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem, other. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.